Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Functional testing was performed, a cycling test was performed, and the device was cycling fine, did not replicate the reported problem. Visual inspection was not performed. The root cause of the issue was unknown, unable to duplicate problem. The o-ring in the input manifold for intermittent cycling issues was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that they were currently experiencing cycling issue with the device. There was patient involvement, and no patient adverse/harm reported.